Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/10/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was located on the buttocks at the sensor patch location, and described as red, bumpy, and irritated. Affected are was treated with eletone and a steroid cream prescribed on (B)(6) 2016 for a previous reaction. No additional patient or event information was provided.